Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: ms-30, distal centralizer; item: unknown; lot: unknown desc: femoral head 12/14 taper 28 mm diameter +0 mm neck length; 802202802: unknown; lot: 3258658. Desc: 28mm i.d. 46mm o.d. Size g bearing; item: 110031013; lot: 67743422. Desc: avan cmntd shell ss 52mm; item: p0463052; lot: 0001903033. G2: foreign - event occurred in australia. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery approximately 25 days post primary surgery due to unknown reasons. Attempts have been made and no further information has been provided.